Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger is fully advanced and locked within the handle. No suture or ts remain on the delivery needle but were returned. Examination of the construct showed t2 is missing. The suture is heavily frayed where t2 normally resides. The condition of the device indicates the trigger was manually advanced during placement of t1 resulting in the premature deployment of t2.

Event description:
It was reported that during a meniscal repair surgery, following standard operations, t1 and t2 were spontaneously deployed. Both ts were removed from the patient. A backup device was used to complete the surgery with no significant delay or patient injuries.